Manufacturer narrative:
On 04feb2020, an email was received from the patient (pt) with invoice receipts and a doctor¿s note: date of invoice: (B)(6) 2019; cornea transplant surgery on os. Date of invoice: (B)(6) 2019; anesthesia services for ophthalmologic surgery performed on the pt. Date of invoice: (B)(6) 2019; eye exam and optical coherence tomography performed on the pt. Doctor¿s note (dated (B)(6) 2020): pt was submitted to corneal transplant surgery in left eye on (B)(6) 2019 and is still undergoing recovery. Pt has low visual acuity on both eyes. Multiple attempts were made to contact the pt for additional medical information. No further information has been received. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Initial reporter¿s telephone number: (B)(6).

Event description:
On 28oct2019 a patient¿s (pt) family member in (B)(6) called to report a diagnosis of os corneal ulcer in (B)(6) 2019 with redness and itching while wearing the acuvue® oasys® brand contact lenses. The pt was prescribed cephazolin 5%, tobramycin 1.4 and epitezam eye drops. The pts os vision has not recovered and the pt only ¿sees a shadow.¿ the pt is currently using os eye drops, but the name was unknown. The pt reported daily lens wear with a monthly replacement schedule and used renu or opti free to clean the lenses. On 29oct2019 a call was placed to the pts family member who advised the pt had a consult visit on (B)(6) 2019 with an eye care provider (ecp) who advised the pt is being evaluated for os corneal transplant. No additional medical information was provided. On 30oct2019 additional medical information was provided: the family member reported the ecp advised the diagnosis of ¿severe corneal ulcer with secretion.¿ the pts medications were changed several times because it stopped responding. The pt ¿has not even 30% of the os vision due to the ulcer!¿ the pt had frequent ecp visits for 2.5 months and was prescribed natamycin 5%, amphotericin b 2%, cefazolin 5%, tobramycin 1.4%, vigamox, vigadexa, regencel, oral medications and pain injections. The family member reported the ¿scar in the eye was very evident.¿ on 06nov2019 additional information was received from the pts family member: the pt has an appointment with the primary ecp on (B)(6) 2019 and a consult on tuesday. No additional information was provided. On 12nov2019 additional information was provided: the family member reported the pt will have to have a ¿lamellar transplant¿, but the pt will need to finish the treatment of the ulcer. The pt is doing well with the treatment. Multiple calls were placed to the pts treating ecp and additional medical information was requested, but nothing no additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00qg1s was produced under normal conditions. The suspect os contact lens was discarded. No evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.